Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. After removing device from charger, the green led flashed properly. After the test plug was installed, the led flashed properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test.

Event description:
Information indicated that the customer received a ¿charge/battery lasts less than expected with device unable to charge ¿. The product is a transmitter mmt-7841zn and it is a not reportable scenario as per reportability tool document (B)(4) which is aligned to the decision tree of work instruction 054-wi198 medical device reporting decision and regulatory reporting - united states, appendix a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the transmitter battery was depleting, the customer had received a low battery transmitter alert. The customer also had a transmitter charging issue. Troubleshooting was performed. No harm-required medical intervention was reported. It was unknown whether the customer will continue using the device and will be returned for analysis.